Manufacturer narrative:
Concomitant medical product: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited post-operative dislodgement with periods of ventricular loss of capture observed on telemetry. A chest x-ray showed that the lead had migrated back. The patient was brought back into the laboratory and the lead was repositioned. Upon examination, the physician could move the rv lead with relative ease even with the suture sleeve tied down. The physician felt they had not completely anchored the lead with the suture sleeve tie downs. Loss of capture was noted during the revision and the suture sleeve tie downs were diligently tested. The rv lead remains in use. No patient complications have been reported as a result of this event.